Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00042, ((B)(4)): contact office: changed from "(B)(4)" to "(B)(4)". Date received by mfg: changed from "blank" to "06/26/2024".

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site and performed analysis which concluded that the power switch of the detector was damaged. Upon review log files of the detector, it was identified that the detector was dropped. There was no other physical damage to the detector apart from the defective power switch. The defective power switch was replaced. The detector was calibrated and passed testing for image quality.

Event description:
It was reported that the portable detector would not turn on even after changing batteries. The device was out of use and there was no patient involvement. There was no harm to user.